Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residual in the auxiliary water channel, a pulsing image and failed charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the pulsing image. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure. A root cause for the failed charged coupled device unit could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residual in the auxiliary water channel, a pulsing image and failed charged coupled device unit. There was no patient involvement.